Event description:
It was reported that immediately after placement, a film dressing was applied around the puncture site. However, the puncture site bled profusely, and the patient began the process of removing the film dressing in an attempt to replace it. While removing the catheter stuck to the film dressing, the catheter was torn off. Since the catheter on the intracorporeal side was several cm outside the body, pulled the catheter out several cm further outside the body, opened another kit, took out the catheter connector and locking sleeve, and attached them to the catheter that pulled out. The catheter on the internal side was still in the patient's body, and the recovered catheter was on the external side of the body from the point of breakage.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen groshong nxt clearvue catheter with a two-piece connector assembly and a needless injection cap. A statlock was also returned and attached to the connector assembly. Light use residue was observed on the sample. Tactile evaluation of the catheter revealed tensile weakness in the vicinity of the break. Microscopic inspection of the break revealed a granular fracture surface. The shape of the break was uneven and exhibited an elliptical cross section which suggests it was compressed prior to breaking. The elliptical cross section and uneven break were consistent with damage caused by compression of the indwelling catheter shaft. The tensile weakness suggested that the material ultimately failed due to pulling stress likely during catheter removal. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that immediately after placement, a film dressing was applied around the puncture site. However, the puncture site bled profusely, and the patient began the process of removing the film dressing in an attempt to replace it. While removing the catheter stuck to the film dressing, the catheter was torn off. Since the catheter on the intracorporeal side was several cm outside the body, pulled the catheter out several cm further outside the body, opened another kit, took out the catheter connector and locking sleeve, and attached them to the catheter that pulled out. The catheter on the internal side was still in the patient's body, and the recovered catheter was on the external side of the body from the point of breakage.